Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise due to a lead insulation issue. Subclavian crush was confirmed visually following the explant of the lead. This lead was explanted. No additional adverse patient effects were reported.